Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient said the implant battery is depleted and it depleted 4-5 months ago. Patient said in (B)(6) 2022 they started feeling a shocking sensation at the ins site. The patient was redirected to their healthcare provider to further address the issue.